Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (segments missing).) Analysis also found the battery drawer is broken and the battery contacts are compressed. Lower case is broken/contaminated, heart wire block screws are missing, two side bail covers are broken, one side bail is missing, and upper case is broken. It is noted the device was tampered with. (B)(4).